Manufacturer narrative:
One medfusion pump was received with no external damage noticed. The event history log was reviewed and there was nothing in the alarm history pertaining to the reported "does not deliver correct dosage" issue. Accuracy and occlusion tests were performed and the pump ran well with no problems or alarms. The pump's accuracy was in factory specification. The size, position and force were also in specification. The pump was calibrated and passed all functional tests. The reported issue could not be duplicated and there was no fault found with the pump.

Event description:
Information was received that a smiths medical medfusion 3500 syringe pump, didn't deliver correct dosage. No adverse patient effects were reported.